Manufacturer narrative:
The manufacturer received information in relation to a ds2adv auto CPAP device. The patient has alleged respiratory tract irritation and asthma (new or worsening). Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Appropriate code updated/corrected.

Event description:
The manufacturer received information in relation to a ds2adv auto CPAP device. The patient has alleged respiratory tract irritation and asthma (new or worsening). Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to manufacturer.